Event description:
It was reported the programmer boots to a white/blank screen and will not boot to the main model select screen. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device has a very long boot which appears as a blank yellow screen. After about twenty minutes, device boots to a system error. Rail covers are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.